Event description:
It was reported that a spectrum iq infusion pump failed flow test found during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow test" was not reproduced. Evaluation sent the device to flowline for flow rate accuracy testing with a delivery rate of 40ml/hr and volume to be infused of 40ml the test resulted in 40.611ml which is an error percentage of 1.5275% and within specification. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h11: the event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue.